Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: right/left knob had discoloration; up/down knob had corrosion; suction cylinder had discoloration; water leakage stain inspection on the grip; plug unit was damaged; scope connector unit had discoloration; due to a pinhole on the distal sheath, water tightness was lost; due to damage on the channel tube, water tightness was lost; due to wear of the angle wire, the play of the knobs was out of the standard value; image guide protector had discoloration; plastic distal end cover was shaved; light guide lens had corrosion; connecting tube had discoloration and the coating was peeled; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope presented air and water leakages. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive on the distal sheath had a foreign object. The foreign object remained in the adhesive, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the distal sheath adhesive noted at estimation.

Event description:
Additional information provided by customer. The customer noticed the problem during disinfection (the scope was not tight and was not disinfected). Due to this, the scope was sent for repair and worked properly until the leak was found. Olympus has not received any information from the customer about any problems related to the procedures.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated section b5) and the final results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4) , was initiated by another facility for a similar case with the same model device within the past year. Conclusion: the root cause could not be identified; however, foreign material adhered to the a-rubber since reprocessing was not completed due to leakage. The reason for the conclusion was that the user specified that leakage occurred at the a-rubber and biopsy channel. Olympus will continue to monitor field performance for this device.